Event description:
It is reported that the nail was secured to the inserter jig and put into place in the femur. The locking cap was inserted and secured. The surgeon felt the cap might not be secure so he used the locking bolt extractor to unscrew and re-seat the bolt. Once the bolt was in place, the surgeon tried to further tighten by applying more torque. This resulted in the handle that engages the bolt failing. All the square pieces broke off. Five were found, three are still missing. An x-ray was done to ensure that nothing was left in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.